Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No causes or potential causes to the customer's reported problem were found during the device history review. Visual inspection observed that the device was in excellent condition. During the power up process, the reported problem was duplicated. The root cause of the reported issue was found to be the main board does not operate as intended. Replaced main board. The pump was converted to loaner after investigation.

Event description:
It was reported that there was a out of box failure - e fail safe resource error. No patient injury was reported.